Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (case damage w/moisture) issue. It was reported that the cartridge compartment was cracked and there was moisture present in the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2017 with the following findings: during investigation, no evidence was found in the cartridge compartment. A leak test was performed and failed due to a crack in the battery compartment from the threads to the left side of the grip pad. A leak was also found at a crack at the bottom right corner between the keypad and the pump seal. The pump was opened to find no moisture. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. A leak was not found at this location. Additionally, the display was dim and letters had a red hue.